Event description:
The customer's mother reported her son's blood glucose, carbohydrate intake and insulin history is as follows: time: 7:27 am, bg (mg/dl): 71, cho (g): 40, bolus (u): 1.5; 11:58 am, 156; 12:03 pm, 60, 3.0; 5:54 pm, 317, 62, 5.05. At 9:57 pm the pod was deactivated and she noticed the cannula was out of the skin.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.